Event description:
It was reported the blue drive stem (dc motor adapter) is broken on the control module. The pt's breast had already been pierced. The doctor noticed the probe was not cutting. They tried another probe with the same result. They checked the cables and noticed the connector was broken. The case was aborted at that time. The case reported was a fibro-adenoma.